Event description:
The lip on the set that is designed to keep the clave in place is too short and consequently the clave cannot be tightened down.====================== manufacturer response for IV administration set, plumset (per site reporter)======================replaced our stock with the plumset that already has the clave on it, mgf# 12030-12